Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient turned stimulation off for an EKG for hand/rectal surgeries (not device/therapy related). Patient has experienced a loss or change of therapy and reports turning stimulation back on at the end of (B)(6) 2017 and noticed it wasn't working. The ins is helping with the burning inside. Up until it was turned off, the burning went away. They were playing around with it on (B)(6) 2017, and the patient turned stimulation up so high that they "almost hit the ceiling" and had uncomfortable stimulation. Therapy is on, but the situation isn't resolved. Patient reports being on program 4 at 1.3v and wants to switch back to program 3 so they were switched back to program 3 at 1.0v. The patient didn't have a patient programmer (pp) manual and didn't remember how to use it so a manual was sent to the patient. No further patient complications have been reported as a result of this event.